Event description:
It was reported, the subject device had a dark / foggy image, faulty image. The issue was found during preparation for use for a therapeutic procedure and was completed using a similar device. No reports of patient harm.

Manufacturer narrative:
The customer's allegation was confirmed. In addition, the device evaluation found the tip of the connector being smashed and a slice on the cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.